Manufacturer narrative:
Investigation: one year of service history was reviewed for this device with no other problems identified related to the reported condition. An internal report indicates no further related issues have been reported for this device. Root cause: the root cause of this failure was the push button screw had loosened out of position allowing the IV pole to slip. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Manufacturer narrative:
Investigation: a service call was placed and a terumo bct service technician visually inspected the machine at the customer's site. The service technician was able to duplicate the reported condition. Upon visual inspection,the service technician noted that the IV pole lowers unexpectedly if the machine is moved. It was also noted that the adjustment screw on lowering button was putting pressure on the latch, even when no pressure was applied. The screw was adjusted on the lowering button and the service technician verified the functionality of the IV pole per manufacturer's specifications. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima machine would not stay in the 'upright' position. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information.